Manufacturer narrative:
The customer's complaint has been confirmed. A visual and mechanical inspection revealed the unit was sound and in good condition. An electrical evaluation found that the footswitch was intermittent; therefore, it was replaced. The unit has passed all final testing and will be shipped to the customer. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints for this lot number have been recorded. The may 2007 15 month hemostasis generator and accessories product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.

Event description:
It was reported to boston scientific corporation in 2007, that after a procedure using a refurbished endostatin electrosurgical unit in which the device had "intermitting problems," the nurse received "a shock" from the foot pedal while "the nurse and the doctor were trying to see what the issue was with the device." The nurse's condition is reported as "fine" with no sustained "complications or ill effects." No pt complications were reported.